Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged issue was verified and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. There was no reported impact to customer¿s blood glucose level. No additional details were reported for this event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.